Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred; cause was unknown. Customer¿s blood glucose was 206 mg/dl. The customer declined to troubleshoot with tandem technical support and continued to use current pump for insulin therapy.